Event description:
The manufacturer was made aware of product complaints on (B)(6) 2023. It was reported that a system pedicle screwdriver and torque handle were identified as broken and requested to be replaced. The complainant stated that they were informed, "the driver just fell apart after it was not working properly then the top came apart.", and the "torque handle had a driver stuck in it and as I was pulling it apart it broke." There were no known patient complications or delay in treatment associated with this complaint. Alternate available instruments were used to successfully complete the surgical procedure. A return authorization was issued for return of the complaint instruments, which as of (B)(6) 2023 have not been received at the manufacturer for complaint assessment. Additional attempts to gather relevant complaint incident information and confirm return of the complaint instruments were unsuccessful.

Manufacturer narrative:
Visual and functional assessments of the complaint instruments could not be performed due to not being returned to the manufacturer for assessment. A DHR review could not be performed for the system pedicle screwdriver due to the lot number of instrument not being identified. A DHR review was performed for the system torque handle, and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution sine (B)(6) 2011. The failure mode of the instruments could not be confirmed, and the root cause of these complaints cannot be reliably determined due to a lack of available information. There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor these instruments for complaints from the field.